Event description:
It was reported that during a laparoscopic colon procedure, the trocar was leaking air. A new one was used to complete the procedure. No patient impact reported. No other details given.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.